Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 17.9 and 18.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high impedance and had a possible fracture. It was also reported that the splitter tool had a "possible connector fracture." The lead was explanted and replaced. No patient complications have been reported as a result of this event.